Event description:
There was a power surge and after the surge a loud high pitched squeal was heard. The monitor on the ventilator went black and did not work. The room smelled smokey, but no smoke was witnessed. The monitor was also hot to touch. Patient was bagged and a new ventilator was placed on the patient.====================== manufacturer response for ventilator, drager evita xl======================nothing as yet